Event description:
The patient presented with a 10cm abdominal aortic aneurysm and was treated with gore excluder aaa endoprostheses. After implantation of the trunk-ipsilateral device, the physician was unable to cannulate the contralateral gate. The physician tried for approximately two and a half hours to cannulate the gate. It was stated the patient's aneurysm was too large and they couldn't get the wire close enough to the contralateral gate. The physician decided to convert to an unplanned aorto-uni-iliac. The physician used a second trunk-ipsilateral component to construct the aui. A fem-fem bypass completed the procedure. At a 30 day follow up appointment, the physician stated the aneurysm has thrombosed. There is a small amount of collateral blood flow coming from the left iliac artery that was bypassed by the aui. The physician coiled this iliac during the original procedure and will continue to monitor the patient. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.